Event description:
It was reported that foreign matter was present in the packaging. A 2.0mm x 150mm x 90cm sterling sl balloon was selected for a procedure in the right leg artery. Upon unpacking, a hair was found inside the sterile bag. A different balloon was used to complete the procedure. There were no patient complications reported.